Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing the device's monopolar was not working. There was no patient involvement. Medtronic's initial investigation found that the unit activated the cut mode when the coagulation button was pressed.